Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 17.5 mmol/l at the time of call. The customer stated that the display of the insulin pump did not turn on during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display anomaly plus audio/beep anomaly due to severe corrosion on all the electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the blank display anomaly. The pump was received with corrosion in the battery tube. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, severe corrosion on the force sensor assembly and moisture on the motor assembly.